Event description:
It was reported that during a microdiscectomy, a drill attachment heated up. Back-up equipment was used to complete the procedure, without causing a clinically-relevant delay. There was no patient or user injury reported, and no adverse consequences alleged with this event.

Manufacturer narrative:
The drill attachment was received by the manufacturer, however, the complaint could not be replicated. The investigation revealed no issues with the device.